Event description:
It was reported that the right ventricular lead exhibited high capture thresholds of 2.25 v at 0.4 ms. Unipolar lead impedance was 200 ohms. The lead was capped and replaced. No symptoms were noted in the patient's file.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.